Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer did not provide the date when the issue was discovered. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the alarm has power when batteries were installed. Unit passes all functional tests. However, one of the battery springs is severely bent. (B)(4).